Event description:
The sales rep noted that during the surgery, the surgeon thought the screw had stripped; however, when the sales rep picked up tray from central sterile, she realized that the driver was broken at the tip.

Manufacturer narrative:
Result - we confirmed the driver tip was broken per the field report. Conclusion - upon further investigation, we concluded that the failure was metal fatigue via testing of four parts from the same lot.